Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away during the attempted implant of the right ventricular (rv) lead and right atrial (ra) lead due a pulmonary embolism. The ra lead was successfully placed. During the positioning attempts of the rv lead it was noted that the patient became tachycardic for a few minutes. Capture was verified after each pacing spike. Under fluoroscopy it was noted that the heart was not moving. Cardio-pulmonary resuscitation (CPR) was started, and the code team took over. Echocardiogram showed no sign of effusion. Resuscitation attempts were unsuccessful and the patient passed away.